Event description:
It was reported that during surgery the ratchet handle is stuck on the mesher. The handle would not perform the up and down motion and was not able to be removed from the device. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit's ratchet would get stuck and they replaced the bottom roll, gear, and ratchet gear. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery the ratchet handle is stuck on the mesher. The handle would not perform the up and down motion and was not able to be removed from the device. There was no note of patient impact or delay. Due diligence is complete and there is no additional information available.